Manufacturer narrative:
Clinical review: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019 during follow-up, fresenius was made aware this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019 was hospitalized on (B)(6) 2019 for chest pain. Follow-up with a peritoneal dialysis registered nurse (pdrn) on (B)(6) 2019 revealed the patient was diagnosed with excessive fluid around the heart (pericarditis). Per the pdrn, the events were unrelated to the utilization of any fresenius device(s) or product(s). As of (B)(6) 2019, the patient remains hospitalized and has transitioned to hemodialysis (hd) for rrt. Based on the information available, the liberty select cycler is disassociated from the event as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the adverse event. Therefore, the completion of a clinical investigation is not warranted at this time. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for chest pain. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed that the patient was diagnosed with excessive fluid around the heart (pericarditis). The patient was not connected to the cycler when the event occurred. Per the pdrn, the events were unrelated to the utilization of any fresenius device(s) or product(s). As of (B)(6) 2019, the patient remains hospitalized and has transitioned to hemodialysis (hd) for renal replacement therapy (rrt). The patient is scheduled for a detailed scan in two months for further diagnosis. No additional information was available regarding this event.